Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 246 mg/dl, and 157mg/dl. Tests were done within 10 minutes with a difference of 39%. Pt did not experience any adverse events at that time. No further info has been reported.